Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had a complication during the trial procedure. It was noted that the trial had to be aborted due to inability to advance the leads. It was also reported that when the physician was removing the lead, the three distal contacts were left inside the patients body.